Event description:
It was reported via social media that a patient had a convective radiofrequency water vapor thermal therapy procedure. The patient stated that he had done the procedure and it made him worst. No further information was provided.